Event description:
It was reported that the customer experienced high blood glucose levels starting on (B)(6) 2025, leading them to visit the emergency room on (B)(6) 2025. Their blood glucose level exceeded 400 mg/dl, and although ketones were present, no dangerous or life-threatening levels were identified. The customer received IV fluids, saline, and insulin treatment, which resolved the issue; however, they remained in the emergency room at the time of the report. Tandem customer technical support instructed the customer to inspect their equipment, confirming no issues with the infusion set or tubing connections. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.